Manufacturer narrative:
Product analysis: unable to analyze product; only the broken-off portion of the implant was returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery due to degenerative lumbar spondylolisthesis. During surgery, there was one screw found slipped and the doctor had to replace it with new one to complete the surgery; the surgery completed successfully. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.